Manufacturer narrative:
Batch review performed on 27 november 2024: lot 177265: (B)(4) items manufactured and released on 27-feb-2018. Expiration date: 2023-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised; batch review performed on 27 november 2024: stem: quadra-h 01.12.20sn cementless, ha coated std stem size 0, short neck (k082792) lot 174411: (B)(4) items manufactured and released on 05-dec-2017. Expiration date: 2022-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot 174656: (B)(4) items manufactured and released on 15-nov-2017. Expiration date: 2022-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mectacer 01.29.402 ceramic liner ø 28 / b (not registered in us) lot 177713: (B)(4) items manufactured and released on 27-feb-2018. Expiration date: 2023-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery at about 6 years and 4 months post primary due to infection. All devices were revised.